Event description:
During the flutter (rf)/pvi (pfa) procedure, contact force issues resulted in a procedural delay. Issues were noted with zeroing contact force. Before the catheter was inserted in the patient, the contact force could be set to zero, and force values are present. Upon inserting the catheter through the sr0 sheath into the patient, contact force could no longer be zeroed by either the physical button on the tactisys or within the ensite gui. The ethernet cable was replaced, the rf and ampereconnect cable was replaced, four tactiflex ablation catheters from three different lot numbers were tried, the system was rebooted, and the tactisys was replaced, all with no resolution. The dws was replaced which resolved the issue and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One ensite x display workstation (dws) z4 was received for evaluation. The reported event was not able to be duplicated. Hardware evaluation testing was successful. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the investigation, and information provided to abbott, the reported event was not able to be confirmed, and the root cause remains undetermined.